Manufacturer narrative:
This report is submitted on april 08. 2022.

Event description:
Per the clinic, the device was explanted (date not reported) due to unspecified medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 19, 2022.